Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms and requested linx device explant; the linx device was subsequently found to have a separated junction in vivo. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure and device implant on (B)(6) 2015. -patient had two 1.5t mris on (B)(6) 2015 and (B)(6) 2016 based on the patient's need for spinal surgery. -patient reported gerd symptoms gradually returned starting in (B)(6) 2016. -chest x-ray on (B)(6) 2017 showed evidence of a separation between two beads of the linx device. Device was intact, however, bead-to-bead separation was abnormal. -device explant on (B)(6) 2017 confirmed the junction three beads to the right of the clasp to be separated. -the patient received a fundoplication at the time of removal.